Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported a customer had skin irritation while wearing the adc freestyle libre sensor. The symptoms were described as "serious allergic reaction with blistering, and as a consequence secondary bacterial skin infection". The customer had hcp contact and was prescribed the antibiotic, keflex, for the secondary infection, and the steroid, hydrocortisone cream, for topical use on the still reactive areas. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported a customer had skin irritation while wearing the adc freestyle libre sensor. The symptoms were described as "serious allergic reaction with blistering, and as a consequence secondary bacterial skin infection." The customer had hcp contact and was prescribed the antibiotic, keflex, for the secondary infection, and the steroid, hydrocortisone cream, for topical use on the still reactive areas. There was no report of death or permanent injury associated with this event